Event description:
Medics responded to a call for a pt in cardiac arrest. The device was charged to 200 joules and discharged appropriately to the pt. The device was charged a second time, to 300 joules and discharged appropriately. The device was charged a third time, to 360 joules, however displayed a "pacer fault 117" message and failed to discharge. The pt subsequently expired.